Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of an aneurysm, the embolization coil implant detached during retraction in the microcatheter for repositioning. The microcatheter was flushed, which pushed the implant coil into the aneurysm. There was no reported patient injury or intervention.

Manufacturer narrative:
The implant was not returned, however the investigation of the returned pusher found that the monofilament experienced a tensile break based on the shape and profile of the tip. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.